Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer's blood glucose level was unknown. The customer stated that the insulin pump screen had randomly been flashing white. Customer stated the display was blank less than 30 seconds and then returned. Customer stated battery cap was neither damaged nor corroded. The customer mentioned that the replacement pump also gave flashing white display. The insulin pump will not be returned for analysis.